Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual and functional testing were performed. The right and left plunger case were cracked by the screw boss molding and the tube seal was missing. The device passed functional/delivery testing. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation; however, a potential root cause for the issue with the force sensor is likely due to normal wear as the pump was in service for over a year with no previous calibration condition noted. The pump was due for preventative maintenance. Actions were taken to mitigate the reported issue: right and left plunger case, battery, tube seal and interconnect board were replaced. The barrel clamp guide barrel clamp rod and barrel clamp spring were replaced as per corrective and preventative action. Preventative maintenance was performed.

Event description:
It was reported that the pump had force sensor issue, battery failure, and the base was not responding. No patient injury was reported.